Event description:
The reporter indicated that a 13.2mm vicmo 13.2 implantable collamer lens of -17.5 diopter was torn/broken during injection/ delivery into the patient's right eye (od) on (B)(6) 2022. The lens was implanted and removed intra-operatively with no patient injury. No replacement lens was implanted. The patient does not want surgery.

Manufacturer narrative:
Weight-race:unk. Investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. (B)(4).